Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states lth revision pinnacle/aml w/ constrained liner implanted in 2017. The patient supposedly was bending over to pick up her dog and she dislocated the constrained liner. X-ray's showed that the ring had dislodged off of the polyethylene liner. An ER visit allowed the hip to be relocated. The patient was brought to the or at a later date to surgically explore the hip and determine the appropriate action. It was discovered that the rim of the poly liner was fractured and the metal retaining ring was dislodged form the poly liner. The surgeon elected to exchange the fractured constrained liner to another constrained liner and to also increase the length of the delta ts femoral head from a 5mm to a 8.5mm. No other adjustments were necessary. Doi: (B)(6) 2017; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.